Event description:
It was reported that there was suspected loss of capture a few hours post implant of this pacemaker. At the device follow up no loss of capture was noted during the testing; sporadic undersensing of premature ventricular contractions (pvcs) was observed. Boston scientific technical services reviewed the device data and recommended to review the device connection under an x-ray, perform isometric testing, postural changes and pocket manipulation. The device remains in service. No adverse patient effects reported.